Manufacturer narrative:
The device was not returned to olympus for evaluation/inspection. Based on the results of the investigation, the damaged footswitch could not be identified. It is likely the result of the user failure to follow to instructions; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cord on the footswitch on the subject device was damaged during service/maintenance. There were no reports of patient involvement.